Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Ro 1163835: faulty pump. Additional information received 17 august 2021 (email): issue discovered during start up. No patient involvement. No regulatory authority notified.

Manufacturer narrative:
Corrected data: no patient involved.

Event description:
It was reported that the device was giving a faulty temp.